Manufacturer narrative:
UDI: (B)(4). The complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. This complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the icp measured with external drainage was higher. Before be replaced the microsensor measure was 8, when the microsensor was replaced with a new microsensor the measure was 30. The issue was discovered after the implant procedure was completed. The patient had a second implant of sensor since the first one was not working.